Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was pulled back when extracting the right atrial (ra) lead. The physician tried to reposition the lead, but the screw came back but would not re-deploy. Another right ventricular (rv) lead was implanted. No additional adverse patient effects were reported.